Event description:
It was reported that the patient had a change in stimulation and relief after a fall which led to an impedance check in (B)(6) 2014. It was believed that one lead had fractured. It was reported that the patient was reprogrammed in (B)(6) of 2014 and was told at that appointment that her impedances were abnormal. On the day of the report, some of the impedances on the 8-15 lead were out of range. The patient stated that the last reprogramming session exacerbated her pain and caused her to experience a jerking sensation when the stimulation was on. The reporter noted that reprogramming was done to resolve the event. The patient was happy when she left the clinic and had great relief into the left hand.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2014 impedances with electrodes 8 thru 15 were greater than 10,000 ohms. On (B)(6) 2014, impedances with electrodes 8 thru 15 were greater than 40,000 ohms. With group a, the patient had original stimulation in the left hand/wrist up to the shoulder but it jerked. It did not get the wrist strong enough and then it was too much in the shoulder and elbow. With group b, it was in the left wrist and gently in the left elbow. It was noted that the patient had worsened pain in the left wrist. With most combinations, she got motor "involvement" with jerking into the left shoulder and it was too strong into left shoulder and elbow. It was noted that the patient had no issues with impedances after implant. The reporter noted that the patient had knee problems and fell a lot. It was noted that the patient had a history of seizure disorders that started prior to her spinal cord stimulator implant. The patient noted needing an MRI from another health care professional.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-75, serial# (B)(4), implanted:(B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).